Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device's nurse call was not working, that the device will not detect a sensor and that there were no audible alarms. There was no reported patient impact.